Event description:
It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was performed, and a 24mm watchman flx closure device was implanted on (B)(6) 2023. At a routine 45-day follow-up appointment, computed tomography (CT) imaging revealed a thrombus on the closure device. The patient was placed on anticoagulation medication and discharged. A follow up transesophageal echocardiography (tee) performed on (B)(6) 2023, revealed that the thrombus had been resolved.